Manufacturer narrative:
A4-a6:unk h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -8.50 diopter was torn/broken during injection/ delivery into the patient's right eye (od). On (B)(6) 2023 the lens was implanted/ removed and replaced intra-operatively for a same model size and diopter lens. No patient injury is reported. Cause reported as device.